Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr870m - enduro meniscal component f1 10mm. According to the complaint description, a revision surgery was scheduled due to a postoperative fracture of the component, specifically the enduro axis. It is suspected that the fracture is due to a fall or hyperextension. Date of revision surgery: (B)(6)2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: a section: patient data. B5 - description updated. B7 - patient height. D1 - brand name. D4 - material, batch, expiration date. D6 - implant date. D10 - involved components. H4 - manufacture date.

Event description:
Update: it was reported that there was an issue with nr871m - enduro meniscal component f1 12mm, left knee. Involved components: nb011k/ enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4)). Nb014k/ enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)). Nb027k/ enduro tibia hemi-wedge t1 12mm rm/ll(aesculap ag reference no. (B)(4)). Nb037k/ enduro tibia hemi-wedge t1 12mm rl/lm (aesculap ag reference no. (B)(4)). Nr400k/.nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nr435k/ femur extens.stem 5° d15x177mm cem.less(aesculap ag reference no. (B)(4)). Nr494k/ tibia offset stem d14x172mm cementless (aesculap ag reference no. (B)(4)). Nr862k/ enduro femur spacer distal f1 8mm (aesculap ag reference no. (B)(4)). Nr863k/ enduro femur spacer distal f1 12mm (aesculap ag reference no. (B)(4)).

Event description:
Involved components: nb011k/ enduro tibial comp. Offset cemented t1 (aesculap ag reference no. (B)(4)). Nb014k/ enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)). Nb027k/ enduro tibia hemi-wedge t1 12mm rm/ll (aesculap ag reference no. (B)(4)). Nb037k/ enduro tibia hemi-wedge t1 12mm rl/lm (aesculap ag reference no. (B)(4)). Nr400k/. Nut f/femur extens. Stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nr435k/ femur extens. Stem 5° d15x177mm cem. Less (aesculap ag reference no. (B)(4)). Nr494k/ tibia offset stem d14x172mm cementless (aesculap ag reference no. (B)(4)). Nr862k/ enduro femur spacer distal f1 8mm (aesculap ag reference no. (B)(4)). Nr863k/ enduro femur spacer distal f1 12mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description, picture and x-ray. The provided picture as well as the provided x-ray figure has been viewed. Based on that it could be determined that the rotation axis has fractured above the taper, directly below the screw thread. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. The provided picture and x-ray figure gives also no clear hints regarding the root cause of the breakage. There is no indication for a material defect or manufacturing failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: d6 - explantation date. D9- product return date. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the femoral component exhibits bone cement residues on nearly the whole intended area. The stem for the femoral component is still firmly fixed. The enduro hinge ring shows visible and palpable signs of hyperextension. During closer evaluation of the products it could be determined that the rotation axis has fractured below the taper, directly below the screw thread. The taper of the rotation axis shows visible material abrasions/imprints on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis shows little signs of so-called arrest lines which are typical for a dynamic fatigue fracture. Furthermore especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The gliding surface of the meniscal component shows only little visible wear marks. The locking ring as well as the bearing for rotation axis show no signs of unusual damages. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the information available, without more detailed information about the patient and the prevailing circumstances, it is not possible to determine a definitive root cause for the rotation axis breakage. There is no indication for a material defect or manufacturing failure. The provided x-ray figure gives also no clear hints regarding the root cause of the breakage. As an informational note it can be mentioned that the visible damages/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore, it could be possible that a special patient situation, for example: · disturbance in coordination · underlying disease · missing muscular guidance of the leg · hyperextension led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nb011k/ enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4)). Nb014k/ enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)). Nb027k/ enduro tibia hemi-wedge t1 12mm rm/ll (aesculap ag reference no. (B)(4)). Nb037k/ enduro tibia hemi-wedge t1 12mm rl/lm (aesculap ag reference no. (B)(4)). Nr400k/. Nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nr435k/ femur extens.stem 5° d15x177mm cem.less(aesculap ag reference no. (B)(4)). Nr494k/ tibia offset stem d14x172mm cementless (aesculap ag reference no. (B)(4)). Nr862k/ enduro femur spacer distal f1 8mm (aesculap ag reference no. (B)(4)). Nr863k/ enduro femur spacer distal f1 12mm (aesculap ag reference no. (B)(4)).